Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. D10: concomitant therapy date 7/5/2024 e1: initial reporter is j&j company representative h4 device history lot part:04.124.201s lot:144l938 manufacturing site: werk selzach supplier: früh verpackungstechnik ag release to warehouse date:28 feb 2023 expiration date: 01 feb 2033 a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Non-sterile part # 04.124.201 non-sterile lot # 4029p16 manufacturing site: werk selzach supplier: (B)(4). Release to warehouse date:08 feb 2023. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6). 2024, the patient underwent an orif surgery for a fracture of the proximal tibia. The surgeon placed the plate and then inserted the locking screw into the locking hole next to the oval hole of the plate, but the locking screw was not able to be locked properly. Replacing the screws did not change the situation. The surgeon closed the wound as is. The surgery was completed successfully within 30 minutes delay. Patient was listed as stable. It was confirmed that the plate was implanted and has been remained as is in the patient¿s body. This report is for one lcp proxtibpl 3.5 low bend le 4ho l76 ti this is report 1 of 2 for (B)(4).